Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of jul 2018 through jun 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported ¿implants were recalled¿, ¿pain¿, ¿long healing process or rejecting my implants¿, ¿body aches¿, ¿breast tissue has become very dense and cystic¿, ¿nipple started pouring blood¿, ¿lumpectomy¿, ¿cellulitis¿, and ¿infection.¿ patient additionally reported ¿very low wbc¿, ¿low vitamin d and b12¿, ¿depression¿, ¿anxiety¿, ¿fatigue¿, ¿stomach issues¿, ¿brain fog¿, and ¿loss of concentration;¿ these events are not device related. Device remains implanted. This report is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cellulitis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿implants were recalled¿, ¿pain¿, ¿long healing process or rejecting my implants¿, ¿body aches¿, ¿breast tissue has become very dense and cystic¿, ¿nipple started pouring blood¿, ¿lumpectomy¿, ¿cellulitis¿, and ¿infection.¿

Event description:
Patient reported ¿implants were recalled¿, ¿pain¿, ¿long healing process or rejecting my implants¿, ¿body aches¿, ¿breast tissue has become very dense and cystic¿, ¿nipple started pouring blood¿, ¿lumpectomy¿, ¿cellulitis¿, and ¿infection.¿ patient additionally reported ¿very low wbc¿, ¿low vitamin d and b12¿, ¿depression¿, ¿anxiety¿, ¿fatigue¿, ¿stomach issues¿, ¿brain fog¿, and ¿loss of concentration;¿ these events are not device related. Device remains implanted. This report is for the right side.